Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, when attempting to power on the imaging system. The viewing station of the imaging system would not start up properly. The representative noted that the line power light was illuminated. Restarting the system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.